Event description:
It was reported that during an elective drg system explant on (B)(6) 2025, two drg leads were trapped and remain implanted. Imaging showed a paddle lead was also left implanted. Additional surgical intervention may take place to address the issue. The investigation was unable to determine the devices that were left implanted.

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: drg: lead, model: mn10450-90a, UDI: (B)(4), serial: (B)(6), batch: 6297191. Common device name: drg: lead, model: mn20450-50a, UDI: (B)(4), serial: na, batch: ab2375.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.